Event description:
It was reported that during the injection process, with an intraocular lens (iol) it was noticed there was a broken haptic. There was no contact with patient's eye. No further information has been provided.

Manufacturer narrative:
Pt. Info.: information not available / not provided. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(6). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 07 april 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: product evaluation could not be performed on the suspect lens as no lens was received as part of the return. Therefore, no product evaluation could be performed on the lens. The returned handpiece was inspected and no issues were identified. Therefore, the reported complaint could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.